Event description:
Since I¿ve had breast implants, I have been medically diagnosed with tachycardia, blepharitis and idiopathic angioedema. Breast implant surgery: (B)(6) 2014, ((B)(6) 2015) skin irritation: rashes, hives. Saw a doctor. Diagnosed with ¿sensitive skin¿ and stress. On (B)(6) 2016 tachycardia: pcp did EKG after I complained about what felt like anxiety/ dizziness/ fast heart beat. EKG showed extra delta wave, so pcp referred me to cardiologist. I was given/worn a heart monitor for a week and within that week have recorded my heart jumping from resting 65-70 to 175-180 while relaxing on my cough. Two similar occurrences happened during that week. Doctor suggested surgery to correct. I was (B)(6) y/o at the time, and did not go through with surgery due to loss of medical coverage. On (B)(6) 2016 blepharitis: pcp referred me to specialist after complaining after loss of sight, sudden blurry vision. Specialist diagnosed me with blepharitis. On (B)(6) 2017 idiopathic angioedema: I have been rushed and admitted to the ER because my face (eyes and sinuses) swelled so badly I could not see and was having trouble swallowing. I now carry an epi-pen without knowing what causes it, just in case. My body did not respond to the antihistamines given while I was hospitalized. I¿ve seen an allergy specialist who diagnosed it as idiopathic. For a year, I suffered from facial swelling every other week. The swelling would last up to 72 hours.